Event description:
Patient had wound vacuum (vac) black granufoam placed at outside hospital over a year ago. She has had numerous hospitalizations with procedures and imaging for recurrent soft tissue infections and bacteremia. On my exam as a wound nurse, I found retained black vacuum (vac) foam in a small wound opening. Her last known wound vacuum (vac) use was approximately 16 months prior. Removal of this foam required a lengthy operation to curettage it free. 2 large pieces of black foam were removed. Unintentionally retained foreign objects associated with vacuum (vac)foam are not uncommon. It is imperative that the company develop them to be radio-opaque, which would have showed up on imaging and saved this patient numerous months of recurrent infections with the sequelae. The vacuum (vac) foam utilized is from solventum/3m.